Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported that during the percutaneous fixation with pathfinder, in the final x-ray, the surgeon noticed that the cannulated polyaxial screw 5.5x40 in d11 level had pulled out. Immediately, the surgeon tried to remove the screw to replace its position, but the screw's head was dislodged. He replaced it with a new screw.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Fields were updated based on the receipt of the device for evaluation.

Manufacturer narrative:
The complaint information provided and a review of the returned device indicates that the screw was implanted, final tightened, tried to be removed/replaced and reimplanted. Upon removal/replacement the polyaxial screw head disassociated from the screw shank. The screws are intended for use through one locking cycle only, therefore, this complaint is not considered a failure of the design or device to perform as intended. The labeling cautions users that implants must never be reused. Even though the device appears undamaged it may have small defects and internal stress patterns that may lead to early breakage.